Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. One device was returned for evaluation. Visual inspection revealed a scratched lens, missing battery door, and broken battery compartment. No evidence was available to review in the event history logs. Functional testing was performed and the reported issue was able to be duplicated; the pump was found to be slightly over-delivering but was within manufacturer and published specification. It was recommended that the pumps expulsor be trimmed in order to bring the deliver into more nominal range. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that a device failed accuracy test occurred. It is unknown if there was patient involvement, no adverse patient effects were reported.